Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that there is a plan for a revision, but no date was set yet. The rep was not sure that they will send anything back as they cut the lead purposely and it was not a malfunction. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that patient was unable to communicate with ins using controller. The patient had a surgical procedure yesterday and the healthcare professional (hcp) cut one of the lead wires. The patient did not turn off ins during procedure. No further complications were reported. Additional information was received from the rep. It was reported that the hcp did intentionally cut the lead as it was apparently in the way and came out of the spinal canal during lumbar decompression by the spine surgeon. The patient has not been able to meet with the rep as they have been busy. Patient was going to call tech support to see if they could figure out what the error code they were getting was- did not have the controller with them when rep spoke to him.

Event description:
Additional information was received from the patient. The patient reported information previously reported regarding the left lead getting cut during their back surgery for a herniated disc on (B)(6) 2019. They reported they believe the right lead is ok. They contacted patient services because their device and stimulation was not working. They were redirected to follow up with their doctor. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; product type: lead; additional codes above apply to both the ins and the lead at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID 977a260, serial# unknown, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They reported they did not know the serial number of the lead that was cut. The hcp reported that because the lead was cut, that resulted in the loss of communication with the ins and why the device was not working. The patient saw the physician and a medtronic representative (rep) on (B)(6) 2019 to discuss why their device was not working since having their l1-2 laminectomy procedure on (B)(6) 2019. The patient reported that they had a mild aching that was intermittent and their pain had worsened and was unrelated to the time of day. However, it was also noted that the patient had presented without low back pain radiating to bilateral groin. The plan to address the device not working is that a revision of the spinal cord system was to be scheduled. No further complications were reported or anticipated.